Manufacturer narrative:
On 8/23/2019, mentor became aware that incorrect patient codes were submitted. The clinician verified codes on 08/23/19 per 100553403 & 100553401 with available information. Hence, the patient codes have been updated. Patient code: generalised illness, cutaneous contour deformity (wrinkling), paresthesia (note: capsular contracture code was removed) this report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implant and was and was presented with bilateral capsular contracture; baker grade unknown, burning sensation, tightening, rippling on the right breast, right breast is more bothersome smaller than the left, blurry vision, spaced out, pain in right knee, and high inflammation levels. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.